Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the arctic sun device was running after fill reservoir, alarm low internal flow (41), water reservoir below minimum (04), water reservoir empty (05) occurred. Reservoir level indicator changed from 4 to 0. Per review of wo on 10feb2026, there was no patient involvement. Per follow up information received via mail on 12feb2026, it would be sent to imi. The issue has not resolved yet.